Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd sharps coll 19l purple chemo the containers didn't have lids. This happened 7 times. There was no report of patient impact. The following information was provided by the initial reporter: 7 containers with no lids.

Manufacturer narrative:
H.6. Investigation: 2 photo representation was provided for the complaint of missing lids. A DHR review was performed and showed there were no issues reported like missing components - lids during the manufacturing process. Customer has identified 7 containers missing components - lids when inspecting cartons. Review sap fg's system to determine if any stock on hand was in stock to quarantine and inspect. No stock in the system for stock manufactured during the same period as batch 22062007. Investigation and root cause: the root cause identified as operator error has contributed to this complaint. The addition of the cap component is a manual process. A review of previous ncr's raised did not identify a previous complaint raised for missing lids.

Event description:
It was reported while using bd sharps coll 19l purple chemo the containers didn't have lids. This happened 7 times. There was no report of patient impact. The following information was provided by the initial reporter: 7 containers with no lids.